Manufacturer narrative:
Block b3: exact date unknown, event occurred in approximately three to four months ago from date manufacturer was made aware.

Event description:
It was reported that the patient experienced inadequate stimulation. The patient underwent an ipg replacement procedure and was doing well postoperatively. No device malfunction was suspected. The explanted device will not be returned as it was retained at the facility.